Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular connection port. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular output connector was broken. It was noted that the keypad window was scratched, and the lower case had the white part of the ventricle identifier worn off and was contaminated. All found defective parts were replaced and all other identified issues wereresolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.